Event description:
It was reported that the customer was hospitalized for low blood glucose of 22mg/dl. It was stated that the customer was unconscious. Troubleshooting was performed. Reviewed the time, date, and programming and found that the last bolus was two days before her admission. Also the alarm history revealed several alarms. Ran a self test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.